Event description:
The pt was implanted with a left ventricular assist device (lvad). Two days post implant it was reported that the cardiologist detected a pt foramen ovale (pfo) and endocarditis on the ICD probe. The localization of endocarditis was in right atrium just in front of the pfo. It was also reported that, on an unspecified date the intensivist reviewed the history and noticed a pump stop was recorded. It was reported that "nobody could tell if alarm occurred at this moment." Approx 9 days post-implant, it was reported that the pt's medical condition declined as she went into cardiogenic shock. The echo showed the flow on the left side was not "discharging" thru the open aortic valve. A decision was made by the surgeon to exchange the pump due to suspected pump obstruction due to endocarditis. During the pump exchange it was reported that the infected tissue on right side migrated via the pfo onto the left side and into the pump.

Manufacturer narrative:
The pt expired the day after the pump exchange due to poor medical condition and cardiogenic shock. The surgeon did not feel the pump contributed to the pt's death. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.